Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was oversensing noise resulting in pacing pauses. The patient reports he was raking leaves at the time of the event. No patient injury was reported as a result of the pacing pauses.